Event description:
It was reported that the customer experienced a blood glucose (bg) level of 530 mg/dl. Cause was not known. Customer administered a correction bolus via the pump to address the bg. Additionally, it was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 155 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.